Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1 reporting institution phone #: (B)(6). E1 reporter phone#: (B)(6).

Event description:
The customer reported the speaker does not work anymore. There is no sound. It is unknown if the device was in use at the time of the event. There was no adverse event reported. The device was exchanged and is pending return to bench for repair.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing confirmed that there was no speaker sound at start up test. It was determined that the speaker was defective. An exchange device was provided to the customer.